Event description:
Customer reportedly required treatment with antibiotics after using the same lancet on the multiclix system for nearly one year. Product labeling advises to use a new lancet for each finger stick. Requested return of suspect device and replacement was sent.